Event description:
It was reported that during the set up inspection, the second joint of the tenet was stocked. Backup device was available to complete the procedure. No delay and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10, h2, h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that the unit was received pressurized. A functional evaluation revealed the dumbbell joint was stiff. The complaint was confirmed. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include storing the unit in a pressurized state. It is recommended that the spider 2 instruction for use be reviewed regarding depressurizing the spider 2 for storage to prevent the premature deterioration of the seals and pressure cups. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures.